Event description:
It was reported that occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. Technical support instructed the caller to perform several corrective actions, such as disconnecting and adjusting tubing, then delivering a 5-unit bolus. Ultimately, the customer changed supplies and resumed insulin delivery.